Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Patient reported the infusion device missed the error message e4. Patient also alleges the device delivers too low insulin. Patient stated he often experiences elevated blood glucose levels up to 30 mmol/l; took correction via infusion device without success. Patient reported he then took correction via pen and changed the infusion set; was successful. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.